Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the device internal diameter was above the specification and the eight values determined for the length was also above the specification. There was no patient involvement.